Event description:
It was reported that five cartridges were damaged at the cartridge tubing over several days, interrupting insulin delivery. There was no adverse impact on the customer¿s blood glucose level. The customer managed to change the cartridge independently and successfully resumed insulin therapy.